Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the guidezilla ii 6f long guide extension catheter, batch 34016109. Visual and microscopic inspection were performed on the device. Visual inspection revealed numerous bends/kinks throughout the hypotube and shaft of the device and there were procedure residues in the guidezilla and the guidewire. Microscope inspection revealed numerous flats throughout the shaft of the device. There was a partial collar and shaft separation, and the tip was noticed damaged.

Event description:
Reportable based on device analysis completed on 25feb2025. It was reported that difficult to advance occurred. A 6f long guidezilla ii was selected for was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that it was unable to get promus elite stent through the guidezilla guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a partial collar and shaft separation was noted.